Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 326 mg/dl, which was addressed by delivering a correction bolus. As the supplies had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.